Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Fms vue ii pump-shaver box. Patient harm: no. Surgery delay: no. Surgery completed: continued using unit by turning off/on pressure set at 110 and was all over the place...21 to 0 to 120 back to 30.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device evaluation: investigation summary: the device was received and evaluated at the service center. The system was deemed non-repairable, however the device was tested by the service engineer and passed visual and functional test. No failure was found with the device upon evaluation. Since the reported condition is not confirmed,the root cause for the reported failure cannot be determined. A review of the device history record indicated that this product (serial: (B)(4)) was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If additional information should become available, a supplemental medwatch will be submitted accordingly. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If additional information should become available, a supplemental medwatch report will be submitted accordingly. A review of the device history record was performed and determined that there were no anomalies or discrepancies in the manufacture of this lot.